Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the labeling process of bd luer-lok¿ syringe bulk sterile pharmacy convenience tray filled syringes, the technicians detected 97 units with the graduation printing as either faded away or with double printing, with an overlay of numbers. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Ten loose 10ml assembled syringes were received by (B)(4) and reported to be from batch #7324945 (p/n 309605). The samples were visually evaluated. The syringes were labeled and filled to the full scale with a clear fluid. The label covers approximately 60% of the syringe barrel. Print quality was evaluated for the portion visible. Double print was observed in the scale numbers. The scale markings were not affected by the double print and were found to contain no print defects. The amount of double print in the numbers did not interfere with their legibility and is considered minor and acceptable per product specification. Based on the evaluation performed the defect, as noted by the end user, cannot be verified. DHR review for batch 7324945 (p/n 309605): manufacturing dates: 11/28/2017 to 12/06/2017. Batch quantity was (B)(4). Printing records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7324945 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause could not be determined.